Event description:
The pt reported that she received an occlusion error message on her insulin infusion device this morning while bolusing after changing her insulin infusion set. She stated she had a blood glucose reading of 516 mg/dl at lunch, but had no symptoms. She said she took an injection of 10 units of insulin to correct her blood glucose levels. During troubleshooting and while disconnected from the device, the pt discovered the cannula on her infusion headset was bent when she was instructed to remove her headset and inspect it. The pt was advised to insert a new headset and reconnect to her insulin infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.